Manufacturer narrative:
Concomitant medical devices: (B)(4), implanted: (B)(6) 2006.

Event description:
It was reported that the patient received inappropriate therapy due to rapid atrial fibrillation. The device remains in use. It was noted that the patient was enrolled in the (B)(6) trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.